Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no incidents and/or complaints reported from this lot. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It may be possible that the distal shaft of the omnilink elite was kinked or collapsed in the anatomy preventing inflation resulting in deployment failure; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the subclavian artery. An 8.0x29mm otw omni elite 35 balloon expandable stent system (bess) was advanced; however, the balloon failed to inflate after several attempts. The procedure was successfully completed with a new 8.0x29mm otw omni elite 35 bess. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.